Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when the variax screw (657114s) was inserted into the plate, it did not bite the bone and the screw slipped. This was a cortical screw, which had firmly engaged the opposite cortical bone on the image. I managed to fix it with an alternative screw (657414s). The procedure was terminated with unknown cause. There was no problem with the screw length."

Event description:
As reported: "when the variax screw (657114s) was inserted into the plate, it did not bite the bone and the screw slipped. This was a cortical screw, which had firmly engaged the opposite cortical bone on the image. I managed to fix it with an alternative screw (657414s). The procedure was terminated with unknown cause. There was no problem with the screw length."

Manufacturer narrative:
Correction: refer to d10, h3 device availability the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. However, based on the event description, the reference 657114s refers to a 2.7 mm screw, while the reference 657414s refers to a 3.5 mm screw. It should be noted that the diameters are different, and that it is the 3.5 that bit into the bone. It is possible that a 3.2 mm hole was drilled and not a 2.5 mm, resulting in the 3.5 mm screw fitting into the hole rather than the 2.7mm. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More information is needed in order to determine the root cause of the event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device discarded.